Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Although requested, further information was not provided.

Event description:
It was reported that there was a volume discrepancy on the syringe pump module, and the customer requested assistance in reviewing the logs. The customer stated ¿vtbi (volume to be infused) on pump did not match volume in fentanyl syringe; fentanyl syringe with 18.5 ml; alaris pump reading 1.23 as vtbi. Pump changed.¿ preliminary log review by biomed shows that the syringe module was selected at 12:22:24 am and then the vtbi was changed by the user to 0.24 ml and then the infusion was started at 12:22:28 am and the infusion continued. There is patient involvement but no harm noted. Although requested, further information was not provided.

Event description:
It was reported that there was a volume discrepancy on the syringe pump module, and the customer requested assistance in reviewing the logs. The customer stated ¿vtbi (volume to be infused) on pump did not match volume in fentanyl syringe; fentanyl syringe with 18.5 ml; alaris pump reading 1.23 as vtbi. Pump changed.¿ the intended programming of fentanyl was 10 mcg/ml in d5w 20 ml volume, at a rate of 0.5mcg/kg/hr. Preliminary log review by biomed shows that the syringe module was selected at 12:22:24 am and then the vtbi was changed by the user to 0.24 ml and then the infusion was started at 12:22:28 am and the infusion continued. There is patient involvement but no harm noted. Although requested, further information was not provided.

Manufacturer narrative:
Additional information: b7, e2. Investigation conclusion: the customer¿s report that the vtbi did not match volume in syringe could not be confirmed or replicated during this investigation. The log review shows on (B)(6) 2020 at 12:16 am at 10:00:22 pm, the source syringe module was programmed to infuse drugid= 339 (fentanyl continuous) with a weight based dosing drug amount at both the calculated rate of 0.24 ml/h and vtbi of 18.8676 ml from a bd 20 syringe with noted volume of 19.1116 ml. Six minutes later, the vtbi was manually changed to 0.24 ml and the syringe's noted volume was 19.0958 ml. The reason for the vtbi change could not be determined from the log. The infusion continued along with further activity of the following: manually changed dose which auto changed rate, manually changed vtbi, and boluses done until the syringe was removed and the syringe module was powered off at 3:06 pm. The reason for a noted early termination of the infusion could not be determined from the log. No further infusion was noted from the syringe module. The last noted syringe volume was listed as 17.9779 ml. The inspection and testing process performed on the syringe module found no existing malfunctions related to the reported issue. Device inspection: the inspection process performed on syringe module s/n (B)(6) observed the right (male) iui had damaged isolation ribs and the left (female) iui had dry fluid residue. Internal inspection of the suspected issue with the split nuts, due to the test failure of plunger, observed confirmation that the split nuts were worn. The inspection process performed on pcu s/n (B)(6) observed the device to be in good condition. The incident administration set was not returned and could not be inspected. Root cause analysis: the root cause of the customer¿s report that the vtbi did not match volume in syringe was not identified. Keypress replication on the received devices and the log analysis confirmed the customer¿s report that the vtbi was manually changed to a significantly less volume than the fluid volume in the syringe during the infusion. Device history review: a review of the pcu device history record showed the device had a manufacture date of 30aug2017. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for s/n (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for s/n (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that there was a volume discrepancy on the syringe pump module, and the customer requested assistance in reviewing the logs. The customer stated ¿vtbi (volume to be infused) on pump did not match volume in fentanyl syringe; fentanyl syringe with 18.5 ml; alaris pump reading 1.23 as vtbi. Pump changed.¿ preliminary log review by biomed shows that the syringe module was selected at 12:22:24 am and then the vtbi was changed by the user to 0.24 ml and then the infusion was started at 12:22:28 am and the infusion continued. There is patient involvement but no harm noted. Although requested, further information was not provided.

Manufacturer narrative:
Corrections: patient weight and g3.